Event description:
Invalid result. Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. Picture provided. The kit was purchased at walgreens.

Manufacturer narrative:
Final product manufacture and qc record for cov3090006. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090006 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. Investigation.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. Picture provided. The kit was purchased at walgreens.